Event description:
This is being filed as the clip (40918u1/51) became caught in the chordae and after removal, tissue was found within the clip. Removal of tissue is considered patient injury. It was reported that after the first mitraclip (40717u3/14) had been advanced into the left ventricle, the mitral valve leaflets were difficult to grasp due to patient anatomy. Five minutes after the clip was deployed, it detached from the posterior leaflet. Another clip delivery system (cds 40918u1/51) was advanced to the left ventricle. There were no unexpected movements/steering of the clip, but while in the left ventricle, the physician had made substantial clip arm orientation adjustments. Due to these adjustments and a pre-existing inferior flail, the clip kept getting caught in the chords. The clip was able to be removed with trouble shooting maneuvers. The mitral regurgitation grade increased from 4 to 4+. It was decided to remove the cds. After the removal of the device, the clip was seen to have a piece of unidentified tissue in it. The patient was sent to surgery. Post surgery, the patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the clip becoming caught on the chordae are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip becoming caught on the chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation/translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. Based on the information reviewed, the reported clip becoming caught on the chordae, resulting in difficulty removing the cds, appears to be related to patient/procedural conditions, as the substantial clip arm orientation adjustments and manipulation in the left ventricle, in conjunction with the reported leaflet flail, resulted in the clip becoming caught on the chordae. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported worsening mr and tissue damage appear to be related to procedural interactions. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The mitraclip (40717u3/14) referenced, is being filed under a separate medwatch MFR number.